Event description:
A malfunction on the pump was reported by the caller, who did not report any notable events prior to the issue. There was no mention of an adverse impact on the customer's blood glucose level. Actions taken included customer technical support providing a pump reset, although the malfunction code recurred. Consequently, technical support arranged for a replacement pump with updated software, confirmed the shipping address, and instructed the customer on returning the problematic pump and steps to take upon receiving the new one. The customer acknowledged and understood all instructions.